Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown screw. PMA/510(k) number is not available. Product was not returned. Device history records review has been requested. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, upon inspection of the small hexagonal screwdriver in the pelvic instruments set, the sales consultant noticed that the hexagonal end of the screwdriver was sticking in the screw head and was difficult to pull out of the screw head. There was no patient involvement. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).